Event description:
Same case as MFR# 6000089-2004-01542. Clinical study-it was reported that 217 days after a coronary drug eluting stenting treatment procedure, a target vessel reintervention was performed on the right coronary artery (rca). The physician directly stented the 3.5 mm distal rca with a taxus express2 8.8% 3.5 x 16 mm drug eluting stent. The stent was not post dilated. The physician then predilated the 3.5 mm mid rca and placed a taxus express2 8.8% 3.5 x 16 mm drug eluting stent.

Event description:
The pt was enrolled into the program in apr 2004. Target lesion 1 was located in the distal rca with 80% stenosis and was 10mm long with a reference vessel diameter of 3.5mm. Target lesion 1 was treated with a 3.5x16mm taxus stent, with 0% residual stenosis. Target lesion 2 was located in the mid-rca with 90% stenosis and was 25mm long with a reference vessel diameter of 3.5mm. Target lesion 2 was treated with a 3.5x32mm taxus stent, with 0% residual stenosis. Per catheterization report, a slight indentation in the mid-portion of the stent was treated with balloon angioplasty, resulting in good deployment of the stent. The pt was discharged the next day on asa and plavix therapy. Seven mos later, pt was admitted to cardiac catheterization to evaluate recurrent angina and abnormal exercise myoview stress test results demonstrating inferior and inferolateral ischemia. Coronary angiography the 2nd day revealed lvef approximately 65% with mild inferior hypokinesis, lmca normal, lad 60% to 65% mid stenosis with mild diffuse disease, lcx minor luminal irregularities, rca widely patent stent mid-vessel 85% to 90% stenosis proximal to the stent. The rca was treated with balloon angioplasty and a 3.5x18mm cypher stent, reducing the stenosis to 0%. The pt was discharged the following day on continued asa and plavix therapy. In the opinion of the physician, the relationship of the event to the taxus stent is "unk."